Event description:
Boston scientific received information that this device was emitting tones due to an alert that had been generated as a result of a shocking impedance measurement of 18 ohms. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations with the caller and a boston scientific engineer reviewed the device data. Additional testing was recommended. This product issue will be re-evaluated if additional details are received.